Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged a discrepant albumin result on a patient. The customer obtained the following albumin results on the specimen: initial albumin = 5.8 g/dl repeat #1 = 5.9 g/dl repeat #2 (diluted) = 6.9 g/dl albumin 2 reagent lot #: 61868401 the customer stated that the results were not reported outside the laboratory. There was no report of death or serious injury in connection with this discrepancy. The field service representative determined that the r2 mixer was damaged. He replaced the mixer. The customer successfully calibrated and quality control specimens yielded acceptable results. The customer reran the specimen: initial albumin (after repair) = 5.9 g/dl repeat (diluted) = 6.1 g/dl, these results were acceptable. A precision check was also performed.